Event description:
"On the way in from a fire drill, the student in this chair tipped over and knocked out his/her front teeth."

Manufacturer narrative:
The chair is not intended to be used for evacuation. The product manual clearly states that the chair is intended for classroom use. It was used on top of a rolling dolly but is not clear if the 2 safety straps provided were used to secure the chair to the dolly.